Event description:
It was reported that a patient appears to have been implanted with a cup introducer wire (instrument) along with their bhr implants, contrary instructions in the surgical technique calling for complete removal of the introducer wires.

Manufacturer narrative:
The surgical technique states, "when it is certain that the component is correctly inserted, the cup introducer cables are cut and the cables and the polyethylene impactor cap removed."